Event description:
It was reported that a et45g and a tsb35 were used during a video assisted thoracic surgery. It was reported by the affiliate that the et45g, the cartridge fell into the pt. The cartridge was retrieved. After that the staples malformed after it was fired. A tsb35 was used and the cartridge also fell into the pt. The cartridge was retrieved. A new tsb35 was used to complete the case.